Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user expressed a lack of sound from the first time she used the audio processor after surgery. The user was reimplanted with a new device.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device malfunction which is supposed to have been present whilst implanted. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported issue of lack of auditory perception appears to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. This is a final report.

Event description:
The user expressed a lack of sound from the first time she used the audio processor after surgery. The user was re-implanted with a new device.